Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and after the reset, the malfunction code did not recur. The customer was informed to continue using the pump and to contact support again if the issue reappeared, which the customer acknowledged and understood.